Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of screwdriver broke off during surgery.

Manufacturer narrative:
UDI: (B)(4). The four viper universal polyaxial drivers (product code: 2797-34-000, lot number(s): unknown) were not returned to the complaints handling unit (chu). While it was initially identified that the drivers were available, three requests for their return were made without the samples or a tracking number being returned. As 60 days have passed without either being received, the status of the sample has been updated to "none." A review of the device history record (DHR) could not be performed on the four viper universal polyaxial drivers (product code: 2797-34-000, lot number(s): unknown) as no lot numbers were provided. Since these instruments were not returned, no lot number(s) could be taken directly from the samples. Without the lot number(s), no review of their manufacturing records could be completed. No emerging trends were found requiring further actions. Without the drivers, we are unable to confirm the reported issue or identify the root cause. As no issues could be identified in the manufacturing or release of these products as no lots were identified and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Devices were not returned for evaluation.